Event description:
The following was reported to kci by the nurse: on (B)(6) 2011, the pt developed an unstageable pressure ulcer on the coccyx.

Manufacturer narrative:
There has been no suggestion of device malfunction or that the device caused or contributed to this event. Because kci has not been provided sufficient info to rule out either a device malfunction or a user error as of the date of this filling, the MDR is being reported due to the allegation of serious injury.